Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: the channel 1 with unknown details: staphylococcus epidermidis (1 cfu). The channel 2 with unknown details: staphylococcus warneri (6 cfu). The channel 3 with unknown details: staphylococcus warneri (5 cfu). The subject device had been brushed manually using a non-olympus cleaning brush (lta medical, d3748/25) and disinfected using non-olympus automated endoscope reprocessor(soluscope, series 4) with peracetic acid (soluscope paa). After reprocessing, the subject device was stored in the storage cabinet (eset). There was no report of patient infection associated with this report.